Event description:
Home pt (hp) reports pt line of homechoice set was not priming completely. Hp was able to prime line with assistance from baxter technician. Hp received swap device due to the extended length of time it was taking for the pt line to prime. Hp reports no pt injury or medical intervention as a result of incident.